Event description:
It was reported that during an unk procedure, the tissue pad of the device broke off. It did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.